Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noisy signals. Upon review it was found that the minute ventilation (mv) feature signal was on the right atrial channel. The atrial impedances have shown abrupt changes up and down, all within normal limits. Technical services (ts) indicated turning respiratory rate trend (rrt) off which should resolve the issue, but the patient will need to come into the office for further evaluation for this programming to be done. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noisy signals. Upon review it was found that the minute ventilation (mv) feature signal was on the right atrial channel. The atrial impedances have shown abrupt changes up and down, all within normal limits. Technical services (ts) indicated turning respiratory rate trend (rrt) off which should resolve the issue, but the patient will need to come into the office for further evaluation for this programming to be done. This ICD remains in service. No adverse patient effects were reported.